Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Engineering analysis showed that the power consumption of this device was increasing during the past year and is expected to continue to increase. A device replacement was suggested. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Engineering analysis showed that the power consumption of this device was increasing during the past year and is expected to continue to increase. A device replacement was suggested. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.